Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime, , excessive no delivery test and displacement test. No unexpected excessive no delivery. No motor error alarm. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. No (B)(4) alarm on alarm history screen. The insulin pump passed the dat test at 0.8750 inches. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had several motor error and a no delivery alarm. The customer stated that the drive support cap was loose and that the insulin pump could have exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.